Event description:
Report received of an adverse event while pump was in use. The pump was programmed in the pca only mode to deliver morphine 1 mg/ml with a 1 mg pca dose, 8-minute patient lockout, 30 mg 4-hour limit. The nurse stated that the family had been "pushing the button all day". The patient was found in respiratory distress with a respiratory rate of 6 breaths per minute. The pump display indicated that 19 mg of morphine had infused "for the entire 8 hour shift". It is unknown the amount of morphine left in syringe. The infusion was discontinued. The patient was treated with an unspecified dose of narcan and transferred to ICU. The patient reportedly recovered fully. The nurse reported tht they did not believe there was a malfunction with the pump because the infused dose was within the prescription parameters. Though requested, no additional information was received.